Event description:
Livanova deutschland received a report stating that the error code: "e18" (patient circuit 1 pump is blocked (too slow)), was displayed on the patient side of the heater cooler 3t system. The event occurred during priming. There was no patient impact.

Manufacturer narrative:
A1-a5 patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11. Livanova deutschland produces the heater cooler 3t system, the event occurred in germany. Livanova field service engineer was dispatched on site and confirmed the reported event. During technical inspection, patient pump 1 was found to be blocked and exhibiting abnormal noise. To solve the problem, the affected pump was replaced. Functional verification testing was performed and successfully passed, therefore the device was returned to regular clinical service. A review of the device service history confirmed that no similar events had been previously reported for this unit since its date of manufacture in 2025. Based on all available information, and taking into account the outcomes of previous investigations for similar cases, the reported event has been attributed to a defective patient pump, likely facilitated by the environmental conditions in which the device operates (such as condensation, humidity, and elevated temperatures) or by the effects of disinfectants used during cleaning procedures, which may contribute to accelerated wear of the component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.